Event description:
In (B)(6) 2023 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In the beginning of (B)(6) 2024, the patient experienced stoma site pain, discharge, redness and itching. The patient visited a physician and the patient decided to option of receiving 150mg of oral clindamycin every 6 hours and triple antibiotic ointment. Per patient, if the stoma site symptoms persist, they will schedule peg tube replacement.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.